Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there had been no device transmissions from the patient in a while. Interrogation after contacting the clinic revealed there was no wireless radio frequency (rf) telemetry to connect to the programmer. A firmware update was completed and wireless telemetry was re-established. The patient was stable.